Event description:
It was reported that approximately three years after the implantation of the xact stent in the right internal carotid artery, the patient was found to have a grade 1, single strut, proximal stent fracture of the xact stent via x-ray. The x-ray was performed as part of the three-year follow up visit. Three years post procedure, the patient also complained of right sided neck pain, but the physician does not believe that this neck pain was related to this stent fracture. The physician believed the stent fracture was clinically insignificant and the neck pain was possibly related to the patients disc disease. There was no reported intervention. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Factors that may contribute to a fractured stent include, but are not limited to, damaged struts, low radial force, stretched stent, fatigue, or interaction with other devices. There was no stent damage reported during the original procedure. A review of the finished device lot history records did not reveal any nonconforming material records for this lot and there have been no other incidents for stent fracture reported for this lot. A conclusive cause for the stent fracture could not be determined; however, based on the results of the lot history record and similar incident search, there is no indication to suggest a product quality deficiency. During production all xact stents are 100% visually inspected for stent damage (both the internally and externally), 100% dimensionally measured, and 100% radial force tested.